Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to either dust or a connection failure. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported communication errors on the cv-190 evis exera iii video system center while preparing the device for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting assistance was provided. The customer was instructed to reseat the digital light source cable with the power off, to clean the device socket with an alcohol prep pad, and to ensure that the device was powered off when connecting and removing scopes. The customer was further instructed to clean the scope connectors with an alcohol prep pad and reconnect after allowing the scope connectors to dry. Olympus provided the light source socket cleaning kit IFU (instructions for use) to the customer. The communication error was resolved after the customer rebooted the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.